Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03961 / 03962).

Event description:
It was reported patient underwent a labral repair procedure on (B)(6) 2013. During the procedure, the anchor disengaged from the glenoid. The anchor was discarded and multiple juggerknot anchors were inserted in different drill holes to complete the procedure.